Event description:
This product was inserted to drain a malignant pleural effusion and attached to underwater seal drainage. During the night, the pt sat on the toilet, supervised by a relative. The relative heard a "snap" and saw the upper segment of the catheter attached to the drainage system drop to the floor. Air immediately entered the pleural space. Nursing staff clamped the tube and created a makeshift connection. The tube had a clean break, approximately 6cm below insertion into the chest wall. Info received 05august stated: "it now transpires that the catheter itself did not "snap" but in fact "separated" from the plastic connection at the proximal end." Pt suffered a large pneumothorax after the catheter snapped. There was also increased length of stay, increased morbidity, medical review, increasing nursing input, extra consumables.

Manufacturer narrative:
No product was returned to assist in our investigation; however, we can advise that this device is inspected, prior to further processing, verifying flare size and adequacy, in addition to ensuring the flare is free of splits, nicks, pits, holes, kinks, and creases. It is verified that the flare is concentric shape, not slanted or uneven. It is also confirmed 100% that the correct proximal fittings and stopcock have been used and the fittings are securely glued, that the stopcock is not glued and that the tubing does not turn in fittings. Based on the info provided, it is feasible to suggest excessive force caused the hub to separate from the catheter. We will continue to monitor for similar complaints.